Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console, there was no communication with the workstations, and the unit appeared offline in remote smart services (rss). The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the console was not connected to the network. A field service engineer worked with the hospitals it team over the phone, and they were able to resolve the network issues. The station was functioning properly. The system functioned as intended after the customer resolve the device.